Event description:
Patient underwent stereotactic breast biopsy. Following breast biopsy a post clip placement was performed. On the initial attempt of clip placement, the tissue felt resistant to placement. At that point a second clip was placed. On review of post clip images the radiologist noticed that in the region of the clip placement there was an area of concern. This was later determined to be a piece of plastic (foreign body) that was part of the clip. The pt was referred to a breast surgeon and will have the foreign body removed on (B)(6) 2022. This is a new device to the facility due to supply chain issues. It is the first time this clinician used this device without vendor present.